Event description:
It was reported that customer experienced ongoing difficulty inserting infusion sets and filling cartridges due to rheumatoid arthritis and therefore switched to omnipod therapy. There was no reported impact to the customer¿s blood glucose level. Customer declined any follow up, and no additional corrective actions or further information were documented.